Event description:
The manufacturer became aware of an allegation of a bi-level positive airway pressure machine (bipap auto) device not delivering the prescribed pressure with white powder in the filters. The user was not on the device when admitted to the hospital on (B)(6) 2019. The user expired on (B)(6) 2019. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received the bipap and humidifier for investigation. There was evidence of white powder-like contaminates found at the fresh air intake where the filter resides and internally in the motor blower and box. The location of the contaminates indicates the contaminates entered the devices externally. The investigation found no evidence of a failure of the received devices that would have resulted in the pressure complaint. The patient encore report indicates the devices provided the pressures and flows preset on the device. The devices passed all testing and inspections. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." The user manual for this device cautions the user: "the device uses a blue pollen filter that is washable and reusable, and a light-blue ultra-fine filter that is disposable. The reusable blue filter screens out normal household dust and pollens, while the light-blue ultra-fine filter provides more complete filtration of very fine particles. The reusable blue filter must be in place at all times when the device is operating. The ultra-fine filter is recommended for people who are sensitive to tobacco smoke or other small particles. The reusable blue filter is supplied with the device. A disposable light-blue ultra-fine filter may also be included. If your filter is not already installed when you receive your device, you must at least install the reusable filter before using the device. This device has an automatic air filter reminder. Every 30 days, the device will display a message reminding you to check your filters and replace them as directed." The manufacturer concludes that no further action is necessary at this time.